Event description:
Pt had sudden onset of pain, tenderness and redness of upper left breast with drainage. Marked cellulitis was present. Pt underwent removal of infected breast implant with tissue biopsies for microscopic and microbiology.